Event description:
It was reported that a user of the ilet experienced hyperglycemia with a blood glucose of 387 mg/dl, which began to decline after the user changed infusion tubing with assistance. Symptoms included elevated blood glucose. Outcomes included no injury and no medical intervention or hospitalization. Investigation included customer interview and troubleshooting. Investigation of this case revealed that the cause of the hyperglycemia was not determined. It was concluded that the event was user-reported hyperglycemia with an unclear cause and no device malfunction confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.